Event description:
It was reported that the right ventricular (rv) lead had variable capture after the device was changed. Lead integrity was suspected and there was a question whether the lead was possibly damaged during the device change out. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products continued: 5076, implantable pacing lead, (B)(6) 2008. (B)(4).